Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is reported that trouble shooting did not work and staff could not use units. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. Please note: a separate 3500a form has been completed for the other case under pt identifier#: (B)(6), and MFR report #: 1049092-2014-00138. This report represents instance number 1. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that based on the inability to inflate the fms, use of excessive force was necessary to inflate the balloon on flexi-seal control. The staff tried two (2) different systems and had the same issue with both - use of excessive force to inflate balloon. They tried third system with a different lot number and while they still had to use more force to inflate than the flexi seal signal, it was not as much as the two (2) previous flex-seal control systems. The products were inserted but removed because they could not be inflated.